Manufacturer narrative:
Calibration and controls were within expected ranges. False results may occur in elecsys syphilis as the assay has a labeled specificity/sensitivity of < 100 %. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product issue. The cause of the event could not be determined. The elecsys syphilis assay performs within specification.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received inconsistent results for samples collected from one patient tested with elecsys syphilis on a cobas e 801 analytical unit. Refer to the attachment for all patient data. Tubes 1001, 1002, and 1003 were collected at the same time. Tube 1001 is a heparin plasma tube. Tube 1002 is an edta plasma tube. Tubes 1003-1006 are serum tubes.